Event description:
It was reported that the minicap transfer set twist clamp was unable to close completely. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This report is 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13e02083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.